Event description:
It was reported that system arm drape has green flakes coming off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while setting up for procedure when patient was not in the room. No fragments fell into the patient. Site has drape that was flaking. The flaking occurred during bending and placement of the drape on the robotic arm. The green material flaked onto the scrub technician gloves.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.